Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific (bsc) crm received information that this pacemaker was being explanted for normal battery depletion. During the procedure, both the atrial and ventricular leads were stuck in the header. The terminal pin on the atrial lead broke off during efforts to remove the lead. Therefore, a new atrial lead was implanted and interfaced to the new device. No adverse patient effects were observed.